Event description:
Programmer software (2.40j) was installed into the programmer ((B)(4)) on (B)(4) 2013. Some reply devices (the serial numbers are unknown) were checked with this programmer without any issue. This symphony device was then checked and a message showing contact to sorin crm was displayed at the interrogation. It was unable to interrogate this symphony device. The pacemaker was then interrogated with another programmer (the serial number is unknown). The device was successfully interrogated and tests were also performed without problems. This second programmer was used for rest of patients on this follow-up.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.